Event description:
It was reported that during an interrogation of patient's device, the right ventricular (rv) lead was found to indicate a high ventricular threshold and a high ventricular threshold warning was displayed. The lead was capped and replaced. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.